Event description:
An optometrist reported a patient with mild diffuse lamellar keratitis (dlk) in the left eye one day following lasik treatment. The patient was treated with increased topical steroid drops. The patient's vision was good and the eye was comfortable. Follow-up with the center director indicated the event had resolved with treatment.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).